Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2012-07101. It was reported that during a coronary artery stenting treatment procedure, a filling defect occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification iiia) and was referred for cardiac catheterization. The 1st target lesion was located in the mid saphenous vein graft (svg) to proximal left circumflex artery (prox lcx) with 99% stenosis and was 14mm long with a reference vessel diameter of 3.5mm. The lesion was crossed with an ez filter wire which was deployed without difficulty and a 3.5x16mm ion stent was implanted, following this a 'distal filling defect' was seen at the margin which was treated with another 3.5x12mm ion stent overlapping the previously placed stent, with 0% residual stenosis. The 2nd target lesion was located in the distal saphenous vein graft (svg) to proximal left circumflex artery (prox lcx) with 75% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The lesion was treated with direct placement of a 3.5x12mm ion stent, with 0% residual stenosis.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).